Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Device was not returned.

Event description:
It was reported that there was not much suction on purewick urine collection system. Representative went through troubleshooting steps and advised that they might need a new purewick accessories replacement kit. Per additional information received via liberator on 20aug2021, it was noted that the patient had first purchased the original purewick urine collection system on 30sep2020. Since that time, they have purchased the kits on a regular basis. The kits were noted to be purchased on 04dec2020, 28apr2021 and now again on 30jul2021. Per additional information received via follow-up on 27oct2021, the patient stated that the system seemed to work fine and passed the water test. However, overall it only works about 25% of the time. Sometimes there was around 1200l in the canister and other times only about 1/2 inch of urine and the rest was on the patient and bed covers. Caretaker believed it was customer movement, although the movement was very minimal. The patient alleged that they had a pressure sore from laying in the urine and was being treated with prescription medication.

Manufacturer narrative:
The reported event was confirmed by CAPA association. Primary root cause of suction related issues was a broken canister, followed by user related issues associated with incorrect tubing connections or canister lid not being properly secured. In addition, there was a smaller portion of suction issues associated with internal tubing not being held in the proper position resulting in a kink (or the possibility of a low suctioning pump component). A DHR review was not required because the investigation was confirmed by the CAPA association. A risk review and labeling review are not required because the investigation was confirmed by the CAPA association. H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that there was not much suction on purewick urine collection system. Representative went through troubleshooting steps and advised that they might need a new purewick accessories replacement kit. Per additional information received via liberator on 20aug2021, it was noted that the patient had first purchased the original purewick urine collection system on (B)(6) 2020. Since that time, they have purchased the kits on a regular basis. The kits were noted to be purchased on (B)(6) 2020, (B)(6) 2021 and now again on (B)(6) 2021. Per additional information received via follow-up on 27oct2021, the patient stated that the system seemed to work fine and passed the water test. However, overall it only works about 25% of the time. Sometimes there was around 1200l in the canister and other times only about 1/2 inch of urine and the rest was on the patient and bed covers. Caretaker believed it was customer movement, although the movement was very minimal. The patient alleged that they had a pressure sore from laying in the urine and was being treated with prescription medication.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Device was not returned.

Event description:
It was reported that there was not much suction on (B)(6) urine collection system. Representative went through troubleshooting steps and advised that they might need a new (B)(6) accessories replacement kit. Per additional information received via liberator on (B)(6) 2021, it was noted that the patient had first purchased the original (B)(6) urine collection system on (B)(6) 2020. Since that time, they have purchased the kits on a regular basis. The kits were noted to be purchased on 04dec2020, 28apr2021 and now again on 30jul2021. Per additional information received via follow-up on (B)(6) 2021, the patient stated that the system seemed to work fine and passed the water test. However, overall it only works about 25% of the time. Sometimes there was around 1200l in the canister and other times only about 1/2 inch of urine and the rest was on the patient and bed covers. Caretaker believed it was customer movement, although the movement was very minimal. The patient alleged that they had a pressure sore from laying in the urine and was being treated with prescription medication.